Manufacturer narrative:
Additional information was added to d9,h3, h6, and h11: h11: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned mini cap and an in lab patient connector with no issues or leaks. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and unspecified cassette. There was difficulty disconnecting the transfer set from the automated peritoneal dialysis (apd) machine after several attempts. The patient was instructed to clamp the patient line and find a pair of gloves of fabric cloth to use to reduce slippery surface on lines while attempting to disconnect again. The patient was able disconnect and applied a minicap to the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.